Event description:
As reported via the partners ii clinical trial, a right common iliac perforation occurred requiring repair with covered stent and transfusion. Per report, right and left femoral access was obtained and crossover wire was inserted. A 16 fr dilator was inserted without difficulty however the 20 fr dilator did not advance via the r femoral access. The vessel diameter was 7.0mm. The site was perclosed and a retroperitoneal cutdown was performed. The patient was intubated and there was difficulty gaining access due to calcified arteries and angle. The physicians tunneled subcutaneous and obtained access. One dilator was used prior to sheath insertion. At this point bleeding was noted at the access site. Additional sutures were needed to slow down the bleeding. Prbc transfusion started for blood loss. Valvuloplasty and valve deployment were completed successfully. Bleeding continued at the cutdown site. An occlusion balloon was used while vascular surgery worked to find source of bleeding. A large perforation was found on the medial posterior aspect of the right common iliac. The 22fr sheath was removed and a 12f sheath reinserted via the right femoral access just above the perclosed site. A covered stent was placed just below the aortic bifurcation and just above the iliac bifurcation. Bleeding completely resolved. The patient was stable throughout the procedure.

Manufacturer narrative:
DHR files for the device were reviewed and manufacturer's specifications were met and device was inspected prior to release for distribution. The device was not returned for evaluation as it was reported there was no device malfunction and the device was discarded. According to the instructions for use (IFU), vascular complications are potential adverse events associated with the transfemoral valve implant procedure. In this case, difficulty gaining access was reported due to calcification and tortuosity. In addition, the minimum required vessel diameter for a 22 fr sheath is 7mm. In this case, the access vessel diameter was reported as 7mm, making the size of the vessel borderline. The exact cause for the reported perforation cannot be confirmed; however, patient and procedural factors likely contributed to that event. No further actions are required at this time.